Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a surgery where an arthrex plate was implanted into the patient's ankle. On (B)(6) 2018, a revision surgery was performed to remove the plate. Follow-up investigation: the original surgery was performed on (B)(6) 2018. The rep is unsure how the plate broke and if the patient was experiencing any pain or discomfort prior to the revision. The same surgeon performed both, the original surgery and the revision. None of the explanted hardware is available for return. The following devices were also explanted: ar-8827l-30 / lot: 1530123, ar-8827l-32 / lot: 10015375, ar-8827l-34 / lot: 186497, ar-8835-20 / lot: 10143062, ar-8835-22 / lot: g52513, ar-8835-24 / lot: 10050103, ar-8835-24 / lot: w47426, ar-8835-26 / lot: w47430.